Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient's father continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. At the time of contact, the distributor did not report any injury or medical intervention.sensor was inserted into the patient's arm against user's guide specifications.

Manufacturer narrative:
(B)(4).